Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with, degenerative disc disease l4-5, disc herniation and foraminal stenosis l5-s1, degenerative disc disorder l4-5 and underwent the following procedure: biliteral discectomy l5-s1, laminectomy, foraminotomy, partial facetectomy l4-5; posterior spinal fusion l4-5 with protex pedicle screws, posterior lumbar interbody fusion l4-5 with tetris cage, use of local bone crest graft and allograft, use of bmp(bone morphogenic protein) in cage. As per the operative notes ¿ after exposing out the l4 and l5 transverse processes bilaterally, they were packed with a sponge, at which point, the lamina of l4 was then resected, and then hemi-laminotomies were then performed aggressively at the l5 level. Next, interbody grafting was performed at l4-5 after an aggressive discectomy and then packed with graft before insertion of the cage. Patient tolerated the procedure well without any intraoperative complications."